Manufacturer narrative:
(B)(4).

Event description:
It was reported that a calibration error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated a calibration error occurred and during that time, the patient was disoriented and experienced vomiting. Emergency medical services (ems) was called and transported the patient to the hospital. Insulin and a presumed antiemetic medication were administered at the hospital. It was unknown who contacted ems and the what the patient's blood glucose (bg) value at the time of the event was. At the time of report, the patient was doing fine. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an adverse event that was associated with the functionality of the cgm. The sensor was inserted into the abdomen on (B)(6)2020. The patient was disoriented and experienced vomiting. Emergency medical services (ems) was called at approximately 4:30pm and transported the patient to the hospital. Insulin and a presumed antiemetic medication were administered at the hospital. It was unknown who contacted ems and the what the patient's blood glucose (bg) value at the time of the event was. At the time of report, the patient was doing fine. Data was provided for investigation. An alert was cleared by the system at 4:31 pm because the patient¿s estimated glucose value (egv) went below 330 and was no longer in a high range. The patient did receive a high alert with volume but did not acknowledge the alert prior returning to the target range. The system preformed as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction. H6: device code - correction.